Manufacturer narrative:
Investigation included technical support troubleshooting over the phone. Investigation of this case revealed that the initial outlet likely did not provide power and that the device responded as expected when connected to a functional power source. It was concluded that the device functioned normally and that the event was attributable to an external power supply issue rather than a device malfunction.

Event description:
It was reported that an ilet user experienced battery depletion, and the device did not appear to charge until the user switched to a different household outlet, after which charging resumed. Symptoms included no adverse health effects. Outcomes included no impact on daily activities and no medical intervention.